Event description:
The customer stated during setup, the alarm pressure test failure occurred. The operator followed the message and checked the clamps, etc., but found nothing wrong. The operator continued the setup and punctured the donor, but the specified amount of blood could not be collected in the sample bag. The operator found the sample bag was full of air. They said there was no air in the sample bag when the alarm occurred. Patient information and outcome are not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: through photos of the set provided by the customer, terumobct japan has confirmed the customer¿s statement and found the following: the sample bag was filled with air. The pinch clamp (white), pinch clamp (yellow) and one-way clamp (blue) were closed. There was not anything wrong in the function of the white clamp and one-way clamp. Investigation is in process. A follow up report will be provided.

Event description:
The customer stated during setup, the alarm pressure test failure occurred. The operator followed the message and checked the clamps, etc., but found nothing wrong. The operator continued the setup and punctured the donor, but the specified amount of blood could not be collected in the sample bag. The operator found the sample bag was full of air. They said there was no air in the sample bag when the alarm occurred. Patient information and outcome are not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: through photos of the set provided by the customer, terumobct japan has confirmed the customer¿s statement and found the following: the sample bag was filled with air. The pinch clamp (white), pinch clamp (yellow) and one-way clamp (blue) were closed. There was not anything wrong in the function of the white clamp and one-way clamp. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Run data file analysis confirmed a ¿pressure test error¿ alert was generated during the loading of the 80337 tubing set. Analysis showed the alert was generated because the access pressure sensor (aps) reading decreased more than expected after slight pump movement while the tubing set was positive pressurized. Run data file analysis did not show a conclusive root cause for the ¿pressure test error¿ alert generated in this procedure. Possible causes include, but are not limited to: donor needle line and/or sample bag line clamps not fully occluding the tubing lines; loading or occlusion error with the ac, inlet, or return pump header tubing; valves not loaded or occluding properly; obstructions behind the cassette; variations in the tubing set assessment of the aps signal shows that the pressure was at the expected negative level at the time of donor connection. Investigation is in process. A follow up report will be provided.

Event description:
The customer stated during setup, the alarm pressure test failure occurred. The operator followed the message and checked the clamps, etc., but found nothing wrong. The operator continued the setup and punctured the donor, but the specified amount of blood could not be collected in the sample bag. The operator found the sample bag was full of air. They said there was no air in the sample bag when the alarm occurred. Patient information is not available. Per the customer there was no adverse event or medical intervention. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: through photos of the set provided by the customer, terumobct japan has confirmed the customer¿s statement and found the following: the sample bag was filled with air. The pinch clamp (white), pinch clamp (yellow) and one-way clamp (blue) were closed. There was not anything wrong in the function of the white clamp and one-way clamp. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Run data file analysis confirmed a ¿pressure test error¿ alert was generated during the loading of the 80337 tubing set. Analysis showed the alert was generated because the access pressure sensor (aps) reading decreased more than expected after slight pump movement while the tubing set was positive pressurized. Run data file analysis did not show a conclusive root cause for the ¿pressure test error¿ alert generated in this procedure. Possible causes include, but are not limited to: - donor needle line and/or sample bag line clamps not fully occluding the tubing lines - loading or occlusion error with the ac, inlet, or return pump header tubing - valves not loaded or occluding properly - obstructions behind the cassette - variations in the tubing set assessment of the aps signal shows that the pressure was at the expected negative level at the time of donor connection. Root cause: a root cause assessment was performed for this complaint. Run data file analysis confirmed a ¿pressure test error¿ alert was generated during the loading of the 80337 tubing set. Analysis showed the alert was generated because the access pressure sensor (aps) reading decreased more than expected after slight pump movement while the tubing set was positive pressurized. Run data file analysis did not show a conclusive root cause for the ¿pressure test error¿ alert generated in this procedure. Possible causes include, but are not limited to: * donor needle line and/or sample bag line clamps not fully occluding the tubing lines * loading or occlusion error with the ac, inlet, or return pump header tubing * valves not loaded or occluding properly * obstructions behind the cassette assessment of the aps signal shows that the pressure was at the expected negative level at the time of donor connection. Based on the available information a definitive root cause for the inflated sample bag and air to donor potential could not be determined but it is likely due to one or a combination of the possible causes listed below: * a clamp malfunction where the clamp skews to the side as it is closed * the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt, or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: through photos of the set provided by the customer, terumobct japan has confirmed the customer¿s statement and found the following: the sample bag was filled with air. The pinch clamp (white), pinch clamp (yellow) and one-way clamp (blue) were closed. There was not anything wrong in the function of the white clamp and one-way clamp. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
The customer stated during setup, the alarm pressure test failure occurred. The operator followed the message and checked the clamps, etc., but found nothing wrong. The operator continued the setup and punctured the donor, but the specified amount of blood could not be collected in the sample bag. The operator found the sample bag was full of air. They said there was no air in the sample bag when the alarm occurred. Patient information and outcome are not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigation: through photos of the set provided by the customer, terumobct japan has confirmed the customer¿s statement and found the following: the sample bag was filled with air. The pinch clamp (white), pinch clamp (yellow) and one-way clamp (blue) were closed. There was not anything wrong in the function of the white clamp and one-way clamp. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Run data file analysis confirmed a ¿pressure test error¿ alert was generated during the loading of the 80337 tubing set. Analysis showed the alert was generated because the access pressure sensor (aps) reading decreased more than expected after slight pump movement while the tubing set was positive pressurized. Run data file analysis did not show a conclusive root cause for the ¿pressure test error¿ alert generated in this procedure. Possible causes include, but are not limited to: - donor needle line and/or sample bag line clamps not fully occluding the tubing lines - loading or occlusion error with the ac, inlet, or return pump header tubing - valves not loaded or occluding properly - obstructions behind the cassette - variations in the tubing set assessment of the aps signal shows that the pressure was at the expected negative level at the time of donor connection. Investigation is in process. A follow up report will be provided.

Event description:
The customer stated during setup, the alarm pressure test failure occurred. The operator followed the message and checked the clamps, etc., but found nothing wrong. The operator continued the setup and punctured the donor, but the specified amount of blood could not be collected in the sample bag. The operator found the sample bag was full of air. They said there was no air in the sample bag when the alarm occurred. Patient information is not available. Per the customer there was no adverse event or medical intervention. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.